Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely high prothrombin time (pt) and international normalized ratio (inr) results were obtained on a sysmex ca-620 system using the dade innovin reagent. Siemens investigation has determined that the customer did not use the correct tube type for the sample with discordant results. Original sample was tested in a bd 1.8 ml tube which is outside of the sysmex ca-600 system specifications per the operator's manual section for sample preparation. Unable to rule-out issues with sample handling. Controls recovered in range and no report of problems with other samples indicates that reagent and instrument were performing as intended. Customer is operational and there is no indication of a systemic product problem. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high prothrombin time (pt) and international normalized ratio (inr) results were obtained on a sysmex ca-620 system using the dade innovin reagent. The discordant results were reported to the physician(s). Quality controls had been run prior to processing of patient samples and results were within range according to the table of assigned values (tav). The physician questioned the reported result. A new sample was drawn from the patient and was repeated on the same sysmex ca-620 system resulting lower. This result was considered as correct and a corrected report was submitted to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high prothrombin time and international normalized ratio results.